Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail of high blood glucose of 400mg/dl and that they have been having issues with skin adhesion. The customer also indicated that the quicksets have come apart and that the bolus feature does not lower their blood glucose. Customer treated for their high blood glucose with a manual injection and changed their site location. Troubleshooting contacted customer and advised customer to upload to carelink so that they can go over the sensor trends and give more detailed advice. Customer declined high blood glucose troubleshooting. No further details given.